Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6). Relevant retention test strips (lot 334500) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the doctor's coaguchek meter and an unknown laboratory method. The customer tested on their meter with a result of 2.0 inr. The result on the doctor's meter was 2.9 inr. The result from the laboratory was 3.014 inr. On (B)(6) 2019 the customer tested on their meter with a result of 1.9 inr. The result on the doctor's meter was 3.1 inr. The result from the laboratory was 2.89 inr. On (B)(6) 2019 the customer tested on their meter with a result of 5.5 inr. The result on the doctor's meter was 3.2 inr. The result from the laboratory was 3.185 inr. On (B)(6) 2019 the customer tested on their meter with a result of 4.6 inr. The result on the doctor's meter was 3.2 inr. The result from the laboratory was 3.135 inr. On (B)(6) 2019 the customer tested on their meter with a result of 2.1 inr. The result from the laboratory was 3.0 inr. The customer used the first drop of blood for the test result on their meter and the 2nd drop of blood from the same finger stick for the test result on the doctor's meter. On each event date, the comparison results were obtained within 7 hours of one another. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer's test strips were requested for investigation.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: returned customer strips (334500-12): qc 1: 3.4 inr, qc 2: 3.3 inr. Masterlot strips (286321-80): measurement 1: 3.4 inr, measurement 2: 3.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.